Event description:
Clinical study. Same as #6000093-2005-01450, 6000089-2005-01892. It was reported that 230 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 3.5mm, 90% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion. Lesion 2 was a 2.5mm, 90% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. Lesion 3 was a 2.5mm, 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion with post dilatation. There were no complications. The patient was discharged 14 days later on plavix. 230 days after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was respiratory failure due to hemothorax and the target vessel was not involved.

Event description:
It was further reported that 130 days after the initial procedure the pt experienced a non-q-wave myocardial infarction (mi). The opinion of the physician the relationship of the mi of the taxus stent and the target lesion is unk.